Event description:
The medical center had an impella cp support ongoing in which there was limb ischemia. The ischemia prompted the team to place fem-fem bypass to reperfuse the limb. The patient was known to have peripheral arterial disease. The pump remained on for 5 days of support, along with a protek duo for right sided heart support.

Manufacturer narrative:
The medical center discarded the impella pump at the time of explant. No benchtop analysis to root cause is possible. The data logs were returned and show no pump malfunction. The known peripheral arterial disease could have contributed to the ischemia. The manufacturer will close the investigation but, should more information be shared, a final report can follow. The failure mode will be monitored and trended. The IFU states the following; ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿